Event description:
The customer reported a leak inside the coulter act diff 12 analyzer. The volume of the leak was not specified and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) found that the main board had malfunctioned. The malfunction had caused the baths to overflow and spill. The fse replaced the main board and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).